Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an unknown blood glucose level and was treated in the emergency room with IV glucose. Reportedly, the patient discontinued the insulin pump. During troubleshooting with customer technical support, it was revealed that the patient primed while attached and it was reported that approximately 120 units of insulin was infused into the patient. This complaint is being reported because the patient allegedly experienced a serious bg excursion as a result of use error.